Event description:
I use the dexcom g7 continuous glucose monitor (cgm) to help manage my type 1 diabetes. I have used this cgm for about a year or so. You are supposed to insert a sensor wire and transmitter into your body and it delivers blood glucose numbers to a device. On numerous occasions I have noticed that the sensor wire is not on the device when I attempt to insert it into my upper arm (the recommended location for insertion). At first I was afraid that it broke off in my body and might remain there. Upon further inspection, I realized that it was not on the device at all. This has happened 5-6 times since I began using the g7 cgm. Dexcom is aware of the issue because when I call tech support to let them know and to get a replacement sensor, the agent's have told me this is a known issue and they are working to resolve it. It creates a burden because most insurance companies only allow you to restock these items once every 90 days and if you are close to the end of that 90 day period, you may not have a replacement cgm sensor available until they ship one out to you. As a type 1 diabetic, being without a cgm is life-threatening. My insulin pump makes dosing decisions based on the reading from the cgm and if I'm not wearing one, I could easily become hypoglycemic or hyperglycemic - both of which can put a diabetic at risk for hospitalization or death. I do have one of the defective sensors, but tandem usually requests that we send any defective items back to them for testing. I can hold on to it if you would like. Patient code:4582. Device code: 2306. Reference reports: mw5174330, mw5174331, mw5174332, and mw5174333.